Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer had an accident on an atv and the pump touch screen became shattered and only the right half of the screen lights up. Customer's blood glucose was 150 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.